Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) turned itself on/off on its own. The epg passed functional testing. It was indicated that the output connectors were broken, the upper and lower cases were broken, and an encoder nut was contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned itself on/off on its own. The epg was returned for service. No patient complications have been reported as a result of this event.